Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer experienced issues with the pipetting on the analyzer and received questionable direct bilirubin and total bilirubin results for one patient sample. Of the data provided, only the direct bilirubin results were discrepant. The initial result was 0.12 mg/dl and was reported outside of the laboratory to the doctor. The result did not correspond to the clinical picture and the doctor ordered the sample repeated. The repeat result was 3.84 mg/dl. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The field service representative found the sample pipette was misadjusted and was replaced. He confirmed the analyzer now works correctly with good quality control performance.